Event description:
It was reported that the physician¿s office had a programming handheld that would not charge when plugged into the power cable. It was therefore believed that the issue may be with the power cable and a new power cable was sent to the physician, but this did not resolve the issue with the programming handheld. It was reported that the programming handheld would be returned for product analysis but it has not been received to date. It was reported that the handheld may have gotten ¿zapped¿.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2015. During the analysis it was identified that the main battery was installed backwards. As a result, the handheld was unable to charge the main battery. Additionally, it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged sync connector leads to the pcb. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.